Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was losing 5 minutes each week. Tandem technical support reviewed the t:connect logs and confirmed the reported time issue. The impact to the customer's blood glucose level was not known. The customer was to use manual insulin injections to manage diabetes.